Event description:
Caller reported that a cartridge alarm 20 occurred, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Caller had not previously reported this specific alarm with the pump's serial number, but there were reports of alarms with consecutive cartridges. To address the issue, customer technical support (cts) decided to replace the pump, and since it was out of warranty, cts also created an out-of-warranty loaner case as the caller expressed interest in obtaining a loaner pump.